Event description:
It was reported that during a pulmonary artery angioplasty treatment procedure, balloon removal difficulty occurred. The procedure was performed to treat a septal defect and a stenosis in the pulmonary artery. The lesion being treated was non-calcified and located in the right atrium. The physician used a 7f/10cm introducer sheath and a 0.035" guide wire to cross the lesion. He subsequently dilated the lesion with the ultra-thin diamond balloon dilatation catheter. When he attempted to withdraw the balloon, it rubbed on the distal end of the sheath. The balloon was inflated again with low pressure, then the physician deflated and rotated it during withdrawal, but only half of the balloon was able to be retrieved into the sheath. The physician then used strong force in an attempt to remove the balloon catheter, but the proximal sheath had accordioned. The physician had no difficulty inflating the balloon. Only one inflation was performed, but the number of atms reached is unk. The physician had no difficulty slowly and completely deflating the balloon with an inflation device. The balloon and the sheath were removed together as a unit. The pt remained asymptomatic during this event. The procedure was successfully completed with this balloon. The physician decided that no add'l intervention was required. No pt injuries or complications were reported. Pt status is reported as "no problem/good".

Manufacturer narrative:
.